Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the navigation aspect was aborted, but they were still able to move the guidance system's surgical arm to the correct trajectories and use all the of the instruments without navigation (measuring depth on the tap with the markers, visually seeing the screw head in place, etc.).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0215-05, serial/lot #: 7hvxzr2, product ID: kit1378-05, software: 5.1.1 h3, h6:a medtronic representative went to the site to perform a system check out and they replaced the computer. The system now functions as intended. B01, c02, d01 are applicable to the system checkout. The computer was returned for product analysis. The analysis determined that the computer functioned as intended. No problems were detected. B01, c19, d14 are applicable to the product analysis. The logs were returned for software analysis. The analysis determined that the complaint was confirmed. Navigation lag was present. B01, c10, d18 are applicable to the software analysis. Multiple device codes were provided. Below clarification was provided. A11 - the screen having a white haze a110201 - unresponsive while navigating medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system went unresponsive while navigating. The system appeared as if it were tracking the instruments, but the system was not actively tracking, it was just unresponsive on that screen. The site performed a soft restart and the issue persisted. Then a low performance message appeared on the screen followed by a white haze over the entire screen with a message stating "system not responding. Do you want to restart or continue?" They pressed continue and were able to send the arm to the trajectories, but were unable to actively navigate. Navigation was aborted. There was no patient harm and the procedure was delayed by one minute.